Event description:
The customer reported via phone call that the insulin pump alarmed button error during bolus delivery. Customer stated that it is frozen and will not reset. Blood glucose value was 139 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm noted. No frozen display noted. The insulin pump had a cracked case on display window corners and cracked battery tube threads.